Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Bg value was not provided. In addition, the customer fell, hit their head, and fractured their shoulder. Reportedly, bg at the time of the fall was 144-181 mg/dl. The customer could not recall additional information surrounding the event due to the fall. The customer's healthcare clinic adjusted the pump settings. The cause for the reported issue is unknown.